Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: ((B)(4). The returned screw features minimal signs of use. However, the top third of the first thread on one side of the tulip head have been torn off. This has left this side of the tulip head with a section of thread protruding from the side of the screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the damage to the thread of the poly screw cannot be determined from the sample and the information provided. A potential root cause may be inadvertently cross threading a set screw during insertion into the extended tabs of this poly screw. This would place stress on the threads of the tulip head, potentially resulting in them becoming damaged or torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plif surgery was performed on (B)(6) 2018. During the surgery, the surgeon could not cut the tab properly thus the surgeon could not attach it to the driver tip. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was less than 30min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.